Manufacturer narrative:
Our product lab received one model c146f7 catheter. The balloon failed to stay inflated due to leakage from a pin hole near the central area of the balloon. All through lumens were patent without any leakage or occlusion. No other visible damage was observed from the catheter body. The customer report of a leak was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint.

Event description:
It was reported that during a procedure, a latex free swan ganz model c146f7, lot 64582597 balloon developed a leak which was noted after the advanced providers were unable to deflate air from the balloon while advancing the swan through the right ventricle to the pulmonary artery. A stat x-ray was ordered, and a cardiology consultation was placed. Under surgeon advisement, the swan was withdrawn, where it was discovered that the balloon was actively leaking air. Patient demographics provided. There was no allegation of patient injury resulting from this event.

Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.